Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that their stimulator is not working properly and they can't seem to use stimulation. Patient said that last week they saw a doctor screen that popped up on the patient programmer (pp) a couple times, but they couldn't remember the code that was in the bottom corner of the screen as the screen flashed for a second then went away. Agent had the patient connect the recharger to the implant during the call and patient reported seeing eri message. Agent reviewed eri timing and implant longevity with patient. Patient stated that they have been having some increased problems with their back starting about a year ago and that's why they went to their primary care doctor on monday. Agent asked if that was what the stimulator was put in for. Patient said at the pcp appointment, the pcp patient asked the patient if they see a pain doctor in case they have a problem with the stimulator in the future, which patient said was a coincidence because starting tuesday, they were having issues with stimulation. Patient said that when they try to use the stimulator, they will increase the setting up to about "100" but then stimulation just pounds and pounds instead of the normal stimulation buzzing and so stimulation doesn't help and actually kind of hurts a little bit. Patient mentioned that they were hurting pretty bad last night, so they tried to turn the stimulation on, but the more they turned stimulation up, the more the pounding was and it was hurting so bad that they had to turn stimulation off. Patient noted that they always have the stimulation off, and they don't turn the implant on until they need to use stimulation. During the call, the patient tried to connect to the pp to check settings. At first patient was seeing poor communication screen, but then was able to connect to their implant. Patient described seeing the pulse width was at 0.0 currently and stimulation was off. Patient navigated to amplitude, which was at 2, but when patient turned stim on and tried to increase, they reported still feeling the pounding. The patient was redirected to their healthcare provider to further address the issue. Agent provided the patient with the nas number for their doctor's office to call if needed. Patient said the next appointment with the pcp wasn't for another 6 months, but said they were going to try and contact them sooner as patient would be bedridden if they can't use stimulation. Patient also mentioned they don't see the doctor unless they are getting the implant replaced. The device was not stimulating.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.